Event description:
During the training session, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The user was unable to clear the error. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed based on the review of the archive data but was not confirmed during functional testing. The root cause of the ua45 advisory message was due to the driveshaft not being at the "home" position. However, before sending the platform to zoll for service, the encoder driveshaft had been rotated back to its "home" position, and the ua45 had been cleared. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The archive data review indicated multiple ua45 advisory messages around the customer's reported event date, confirming the reported complaint. The autopulse platform passed the initial functional test without any fault or error. The reported ua45 could not be replicated during subsequent functional tests. After service, the autopulse platform was subjected to the run-in test without any fault or error. The autopulse platform passed the final testing.